Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laac) procedure was being performed. The patient had a history of thrombocytopenia. After groin access, prior to trans-septal puncture the patient was anticoagulated, resulting in an activated clotting time (act) of 294. Contrast injection was performed without incident and the physician proceeded with selecting device size and prepared device as directed. A watchman fxd curve access system was in the left atrium. When the physician attempted to insert the watchman flx pro delivery system into the watchman fxd curve access system, the device did not get bleed back for the wet-to-wet insertion. The watchman fxd curve access system was aspirated, and a significant amount of clot was removed. Another act was drawn and the result was 97. The patient was started on a heparin drip, administered a bolus of angiomax, and started on an angiomax drip. The physician tried to proceed with the laac procedure but could not get sufficient bleed back from the sheath. Some flow was there but also some clot continued coming out of the sheath and the physician elected to abort the procedure. The patient awoke from anesthesia, was alert and oriented, and moving all extremities.